Event description:
Clinic notes were received for the vns patient¿s office visit with her neurologist on (B)(6) 2013. The notes indicate that the patient had previously gone to the emergency room for multi-breakthrough seizures. The ER physician increased the patient's anti-epileptic medication. Interrogation in the emergency room showed that the generator was not at end of service.